Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-09-22. H6: investigation summary: bd received 10 representative samples and 1 used sample submitted for evaluation. The reported issue was not confirmed since none of the samples showed leakage during our internal testing. Since the reported failure was not confirmed a root cause related to our manufacturing process cannot be established. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported two bd q-syte extension set 15 cm (6 in) 0.34 ml micro bore had leakage issues. The following information was provided by the initial reporter, translated from dutch: "after a blood draw, taken through the split septum, blood was leaking from the clasp (not from the split septum)."

Manufacturer narrative:
Initial reporter name and address: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported two bd q-syte extension set 15 cm (6 in) 0.34 ml micro bore had leakage issues. The following information was provided by the initial reporter, translated from dutch: "after a blood draw, taken through the split septum, blood was leaking from the clasp (not from the split septum)."